Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to an insulation break. The lead was exhibiting inadequate impedance measurements. The lead system and implantable cardiovertor defibrillator (ICD) were both replaced.